Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and an ngen rf generator, world wide configuration. The patient suffered an esophageal fistula. It was reported that after the procedure, the physician mentioned that the patient got an esophageal lesion. The procedure has been successfully completed. During the case it was impossible to see this complication on the patient. They do not know if this issue occurred due to the pvi procedure. Additional information was received. There was an smarttouch sf catheter involved; however, it is not available as they received the information days after the procedure. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to a bwi product malfunction, maybe the ngen rf generator, world wide configuration. She does not think that the carto 3 system or smarttouch sf catheter is responsible. It could possibly be due to the procedure and not believed to be due to the patient condition. Intervention being provided was pulmonary vein isolation. The patient outcome of the adverse event worsened. The last information the bwi sales consultant received was that the patient suffered a fistula in the esophagus. They want to stent the esophagus. The patient required extended hospitalization because of the adverse event. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were 4mm stability, 3 sec, 25% 3 gr. Ai ant 400, post 300 additional filter was used with the visitag. Ablation index color option was used prospectively. It was reported that when trying to shut down and reboot, the workstation crashed. They got a blackscreen that showed some check disc message. They stated that the hard drive might be broken. No procedure has been involved. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The adverse event was assessed as MDR reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and ngen rf generator, world wide configuration. The ablation catheter used was reported as a smart touch sf catheter. The product information was requested; however, they were unable to provide it. Therefore, reporting under the thermocool® smart touch® sf bi-directional navigation catheter. The software crash issue was assessed as not MDR reportable under the carto 3 system. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).